Event description:
It was reported that during a training/demo of the da vinci system, the surgeon side console (ssc) was experiencing a consistent fault 23062 related to the ergonomics. The customer attempted a hard power cycle; however, the issue persisted. Technical support engineer (tse) reviewed the logs and confirmed the fault, informing the customer that the issue was related to the ergonomic column of the console. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) vertical axis motor module assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc vertical axis motor module assembly was analyzed and the reported failure of error 23062 was confirmed and replicated. Visual inspection was performed and no issues related to the reported event were found. Error 23062 was confirmed in the log. Unit was installed on an internal equipment, fixture, or tool (eft) system and issue was able to be replicated during system testing. Vertical motor failure was found. The complaint was confirmed based on failure analysis. The probable root cause of the reported error 23062 on the ssc vertical axis motor module assembly is attributed to a failure within the vertical motor itself.